Manufacturer narrative:
A device sample is anticipated, but has not been received for evaluation. A follow-up report will be submitted when the evaluation is completed.

Event description:
Report was received from a foreign country involving this set, product code# t5c4326, where leakage from the tube occurred. Although requested, information regarding when the set was placed in use was not known. Per the report, no patient injury or medical intervention was involved.